Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an unexpected data error had occurred. A technical support specialist dialed into the station and found the database in suspect mode, successfully applied knowledge article (ka) how-to-recover / repair a corrupted dsclientoltp database and restarted the services, with no variances observed, then performed a synchronization without dropping the connection. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es received an error message stating: ¿an unexpected data error occurred. The customer cannot open database ¿dsclientoltp¿ requested by the login and login failed for user. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.